Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated he was only using the application with smart device but does have a receiver and will connect the receiver to confirm if it gets the same error. No additional patient or event information is available.